Event description:
IV pump infusion set is in (2) pieces upon opening the package, tubing should be in one single tubing piece. [Redacted] reports that there two other instances this week in which upon opening the packaging, the tubing was in two pieces. We have one of these tubing devices available for return / review.